Event description:
Customer reporting 2 false positive sars results on 1 patient. Customer states patient's initial 2 qv results were positive but pcr and a 3rd qv test were negative. Patient did not have covid symptoms. Report 2 of 2 results.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing. Source: email.